Manufacturer narrative:
(B)(6).

Event description:
It was reported that device entrapment occurred. The 90% stenosed target lesion was located in the severely tortuous and mildly calcified right coronary artery mid atrioventricular (av) branch. Following pre-dilation, a 2.0 x 12mm non boston scientific stent was implanted to treat the target lesion. The opticross hd was advanced for ultrasound examination but became stuck with the stent. That catheter was pushed to advance and a 0.14 wire inserted to change the point of sticking. Afterward, when the device was pulled back, there was no resistance and the catheter was completely removed. After the procedure the patient was doing good.